Event description:
Attorney alleges the patient "suffered physical injury and death as a result of the recalled lead." It is further alleged that in 2007, the patient "experienced inappropriate and/or excessive shocking, fracture or other injury resulting in his death as a direct and proximate result of the defective sprint fidelis lead, model 6949." Follow up with manufacturer's representative reported the cause of death was cardiopulmonary arrest, primarily pulmonary, as the patient was volume overloaded and died, due to respiratory arrest. There is no allegation from a healthcare professional that the death was device related.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem.